Event description:
Info received indicates, the head end brake casters will not hold in brake due to broken brake/steer linkage.

Manufacturer narrative:
The technician used a brake/steer upgrade kit to repair the stretcher.